Event description:
(B)(4). Initial report: this medically important spontaneous case report from (B)(6) was initially reported by a physician via email to our local affiliate (B)(4). Initial and f/u info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2007 with good therapeutic response. One "flask" of poly-l-lactic acid was diluted in 8 ml of distilled water. Add'l co-suspect medication reported in this case is glucosamine hydrochloride + chondroitin sulfate (osteo bi-flex). Relevant medical history and concomitant medication info were not mentioned. On (B)(6) 2009, the pt presented with multiple acute hardened nodules on the malar, zygomatic, temporal, and neck regions where poly-l-lactic acid was applied. Facial edema was also noted. The pt underwent multiple tests (complete hemogram, polymerase chain reaction, an exam for lupus (nos), chest x-ray, magnetic resonance of the head, and a tuberculosis skin test) which were all normal. Autoimmune disease and infection were ruled out. Initially the pt was treated with clarithromycin for 10 days, which she completed on (B)(6) 2009. On (B)(6) 2009, a biopsy to one of the lesions was performed, but the results were not yet available, and she also started ciprofloxacin therapy. The reporter stated that the only good therapeutic for this event was prednisone (meticorten). The reporter stated that the only alternative etiology for the reported event was the concomitant use of glucosamine hydrochloride + chondroitin sulfate, which the pt takes for arthritis on the phalangeal region. At the time of this report, the events remain ongoing.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). This case was classified as serious by the reporter. Reporter's causality assessment: highly probable. No further info is available.